Event description:
A consumer via a manufacturer representative reported her device kept getting turned off. The consumer¿s managing physician advised the consumer not to make any changes with her patient programmer over the next two weeks to see if the device was turning off by itself. Indication for use included gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information from the manufacturer representative (rep) reported that everything was settled. The rep stated the patient had inadvertently turned off her device and no further investigation was needed. ¿MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event."